Event description:
It was initially reported to boston scientific corporation that a cre esophageal/colonic wireguided balloon dilatation catheter was used for dilation of the pyloric junction and duodenum on (B)(6), 2009. According to the complainant, the device was inserted through the doudenoscope into the pyloric junction and into the duodenum. The guidewire was placed through the wallstent that had been placed a week earlier and the balloon followed the guidewire. On inflation of the balloon, it reached a pressure of approximately 4 atm, then the pressure decreased rapidly. The balloon disappeared under fluoroscopic vision. While attempting to reinflated the balloon, the contrast was observed leaking from the balloon into the duodenum. The product was removed and the doctor placed the stent without dilation as another cre esophageal/colonic wireguided balloon dilatation catheter was not available. There were no patient complications reported with this event. The patient was reported to be stable. This event has been deemed a reportable event based on the investigation results; balloon ruptured.

Manufacturer narrative:
A visual examination of the returned device found the balloon was not wingtooled and it was in a relaxed state. No obvious damage was observed. On inflation of the balloon it was observed that the balloon was torn longitudinally. The most probable root cause of the balloon rupture is operational context. This failure occurs due to contact with a sharp exterior source such as a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. A review of the device history record for the device lot was performed; no issues or discrepancies were found which could relate to this complaint. A review of complaints for lot 8795979 was completed. And no similar complaints were found. (B)(4).